Event description:
Patient reports several incidence of his insulin pen needles bending while injecting insulin. No harm to the patient was reported. The patient was educated on proper technique over the phone. This event has been reported by other patient's using this particular brand of needle. Droplet pen needle 8mm ndc 08489-8309-10. Symptoms: 1. Bending insulin needle suspect drug # 1 dosing# use one needle for injection 5 times daily.